Event description:
It was reported that during a gastroplasty procedure that the device did not staple. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.